Event description:
A malfunction alarm was reported with code malf 12, which was resettable. There was no adverse impact to the customer's blood glucose level. After the customer acknowledged instructions from technical support, they were advised to use an alternate insulin delivery method, mdi, and to put the pump into storage mode. The customer was further instructed to return the problematic pump to tandem using a prepaid label.